Event description:
A patient experienced intermittent stimulation in regards to their device system. The patient typically left stimulation on all the time, however over the last three days, she had noticed that when she placed the programmer in its case, intermittent stimulation then occurred. It was further reported that intermittent stimulation started when the patient programmer's batteries started to get low. The patient replaced the patient programmer's batteries on (B)(6) 2010, and the programmer device was noted to have "continued to shut itself off". The patient had been hospitalized for two weeks (reason not reported) and had 2 x-rays and a CT scan conducted. The patient indicated the lightning bolt icon was seen and "vibration" was felt, but as soon as the screen went off "like a screen saver", the device also turned off and the vibration was no longer felt. It was also indicated that the patient felt like the implant had moved and didn't feel right. The patient was scheduled to see their physician on (B)(6) 2010. The patient's outcome was not reported. Additional information is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).